Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery (rfa). The 90% stenosed de novo lesion was located in the moderately to severely calcified right common iliac artery. A 8.0x30x75cm express ld iliac/biliary premounted stent system was selected and upon positioning resistance was encountered and the stent dislodged in the patient's lower right common iliac artery proximal to the lesion. As a result, a straight sterling 8 x 4 stent was deployed inside the 8.0x30x75cm express ld iliac/biliary stent to fully deploy the stent. No additional stenting was done and the procedure was completed. No further complications were reported and the patient's status is ok.